Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead dislodged. The patient had af which was interpreted as vf and inappropriate therapy was delivered. The patient went into cardiac arrest and the device was unable to rescue the patient. The patient was transferred to icm where he underwent a lead replacement procedure. It is believed the patient suffered cerebral anoxia.